Event description:
It was alleged that a tech at the user facility allegedly experienced a back injury when operating a zoom stretcher. The tech was moving the stretcher sideways when they sustained the back injury. The doctor prescribed the tech medication for lumbago sciatica, nerve/muscle spasms, and pain. The tech visited the doctor weekly and has been instructed physical therapy. The tech missed some work and is now on light duty.

Manufacturer narrative:
It was reported to stryker customer quality that a technician at va (B)(4) was injured when operating a zoom stretcher. It was reported that the technician was moving the stretcher sideways when she sustained a back injury. The alleged injury required medication and the technician was placed on light duty. There was no alleged defect or malfunction of the product and the serial number of the unit involved in the alleged event was not able to be identified by the customer.

Event description:
It was alleged that a tech at the user facility allegedly experienced a back injury when operating a zoom stretcher. The tech was moving the stretcher sideways when they sustained the back injury. The doctor prescribed the tech medication for limbago sciatica, nerve/muscle spasms, and pain. The tech visited the doctor weekly and has been instructed physical therapy. The tech missed some work and is now on light duty.